Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain, discomfort/soreness/pinching. Provider is looking to get an additional x-ray to confirm lead position. Patient reported that approximately two weeks ago they noticed they no longer could feel stimulation. Rep said there was no trauma, fall or accident.  Troubleshooting yielded impedances under 1000 ohms and connections all in the green. Further troubleshooting included testing multiple electrode configurations, pulse widths, rates, and increasing amplitudes up to 30ma but the patient reported no sensation. The patient also reports a painful bump near their spinal incision. The provider¿s office is scheduling an x-ray to confirm if lead position may have changed. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep).  It was reported that a radiograph was performed that confirmed the paddle lead is no longer in the epidural space. A rev ision surgery is scheduled for next week.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 03-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.